Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced symptoms of infection. The ipp was explanted and infection confirmed in the penoscrotal area. Additionally, blood was noted inside the cylinders; the explanting physician suspected the implant technique to be the cause. A tactra malleable penile prosthesis was implanted to preserve the corpora while the patient heals. No further patient complications were reported.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) experienced symptoms of infection. The ipp was explanted and infection confirmed in the penoscrotal area. Additionally, blood was noted inside the cylinders; the explanting physician suspected the implant technique to be the cause. A tactra malleable penile prosthesis was implanted to preserve the corpora while the patient heals. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams700 inflatable penile prosthesis (ipp) was thoroughly inspected and analyzed. Both cylinders exhibited leaks from tears in the cylinder bodies due to sharp instrument damage during explant; the cylinders were not pressure tested as a result. The reservoir kink resistant tubing (krt) exhibited tool mark damage on the surface, though no leaks were found. The reservoir passed leak testing. No damage was observed to the pump component and it passed all testing. There was no report of a device performance allegation during treatment and product analysis did not identify any device characteristics that would have caused or contributed to the reported event. The patient symptom of infection is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.